Event description:
It was reported the patient presented after implant procedure with asystole. Upon interrogation, it was discovered the leadless pacemaker (lp) was failing to capture. Fluoroscopy confirmed the lp had dislodged between the inferior vena cava and right atrium. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, and dislodgement were not confirmed. The leadless pacemaker was returned for investigation. Visual inspection noted helix length was within specifications, and output signal verification measured normal pacing parameters, and no anomaly was note. Further analysis performed indicates the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.